Event description:
It was reported the catheter lost suction. A 2.4mm jetstream xc catheter was being used during an atherectomy treatment procedure. The physician started to debulk the vessel but aspiration was lost. The device was removed from the patient and the procedure was completed with another 2.4mm jetstream catheter. There were no reported complications and the patient was noted to be fine post procedure. Returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the aspiration testing of the device. Test results showed that this device did not perform as designed withdrawing 1ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no other damage or irregularities.